Manufacturer narrative:
Evaluation summary: the analysis results found that the sheath was received torn and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. The applier was re-fired properly. Each device is visually inspected and functionally tested during the manufacturing process.

Event description:
The device received has been classified as an un-reconciled blind unit. No further information regarding this device is available.